Event description:
During preparation for a therapeutic placement of a tracheal-bronochial stent, the physician was unable to remove thestylet for the stent. When additional forces was utilized to remove the ultraflex tracheocrochila stent, the shaft of the device was torn. There was no impact or risk of injury to the patient. The procedure was successfully completed with anthoer of the same device.